Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be reported on a supplemental report. (B)(4): device will not be returned.

Event description:
Surgeon complained that the asnis 8.0 stainless cannulated screws advanced the guidewire when they were inserted.